Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device. Symptoms were noted when the pod was removed and included a slight purple ring around an angry red center, a hard bump, and drainage from the infusion site. The patient was taken to their primary care doctor and diagnosed with staphaureus. The infected site was lanced to drain the area and do a culture. The patient was treated with oral liquid medication that was administered twice a day for ten days and a topical steroid, mupirocin ointment usp 2% applied twice daily until improvement of symptoms. The visit lasted 30 minutes and the patient was not admitted.